Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site medical engineer that the joint connector of the reported articulating arm was loose even though the screw was tightened. Another support arm for magnetic field emitter was used in the upcoming the procedure. This issue occurred during pre-operative preparation. There was no patient present when this issue was identified.